Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a thin flap during a refractive procedure. Additional information has been requested.

Manufacturer narrative:
During a onsite visit, the fse (field service engineer) performed a system verification and optimized z-offset, inclined offset and successfully completed system verification to specification. No parts were replaced. Therefore, no sample were received for failure analysis. The logfile shows four successfully performed treatments without error or warning. According to quick user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. During the whole day, the user performed the energy check in the required time range and the energy stays stable during the day and shows no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the laser was found to be within specifications. The manufacturer internal reference number is: (B)(4).